Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-15026. The pt had two leads from different lots implanted. It was reported the pt was not receiving adequate stimulation. F/u identified the physician replaced both leads with one surgical lead. It was reported the pt received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.